Event description:
It was reported to philips that the system's geometry computer power supply had failed which can impact geometry movement. No harm was reported to philips. Philips has started an investigation of this complaint.